Manufacturer narrative:
(B)(4).

Event description:
MRI technician stated an x-ray showed an abandoned lead. Health care provider stated the device was explanted on (B)(6) 2015 because it was not working and patient was still having diarrhea. It was reported about 14 days later that patient did have ins removed but lead remains in the body due to wanting to get an MRI as well as the device was not helping her symptoms. The indications for use for this patient were fecal incontinence gastrointestinal/ pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported about a week later indicated that patient's diarrhea started approximately in (B)(6) 2015.the cause of the diarrhea was noted as unknown. The patient was not interested in troubleshooting just wanted it removed. All further event referring to lead tip remain in patient refer to manufacturer report # 6000153-2016-00648.